Event description:
It was reported that the patient was admitted with no pacing, with failure to capture noted. A lead problem was initially suspected, but the lead was tested and found to have consistent electrical measurements. The device was explanted and replaced, and the lead was also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.